Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required for the femoral was not provided. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the tibial was not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address malpositioning and loosening of the femoral component at the cement/implant interface. The manufacturer of the cement used at the time of original implantation is unknown. Update: (B)(6) 2013 - the complaint has been updated to include the tibial tray, which was actually the malpositioned component. The femoral component, which was originally reported as being loose and malpositioned, was actually just loose, but not malpositioned.